Event description:
A distributor contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker was able to verify the reported issue through review of an image provided by the customer. It was determined through review of the image that the issue was related to the electrode tray and the seal was loose. The customer received a replacement electrode tray to resolve the reported issue. The cause of the reported issue could not be determined.

Event description:
A distributor contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.